Event description:
The hosp reported that during an endoscopic vein harvesting procedure, the balloon of the vasoview 7 xba ruptured. The case was completed without using the balloon, a replacement device was not used. The hosp did not report any pt effects.

Manufacturer narrative:
Since the device is not available to be returned, a technical eval cannot be performed. Per our sops, all events are tracked and trended to determine whether or not any trends develop. A lot history record review was completed for the reported product lot number. There was no nonconformity recorded in the lot history. Internal complaint number (B)(4).